Event description:
It was reported that patient complained of his inflatable penile prosthesis (ipp) pump being hard to inflate and deflate. Physician elected to remove and replace the patients ipp pump. Good patient outcome.